Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter facility name:(B)(6). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the drainage bag connector of a prismaflex st150 set during continuous renal replacement therapy. It was unknown if an alarm was triggered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.